Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 8.2mmol/l. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm motor position encoder error alarm in alarm history due to overwritten history files.